Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the blade is sharp-edged and caused patient lesion and bleeding. The patient was intubated without issue. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned samples.

Event description:
The customer alleges that the blade is sharp-edged and caused patient lesion and bleeding. The patient was intubated without issue. There was no harm to the patient.